Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to (B)(4) for investigation. A follow up report will be provided when the examination results are available. (B)(4).

Event description:
As reported by the user facility: event#1: customer reported: under infusion. Reports had 2 incidences with a drug study. Unknown if drug or placebo was given. In first incident 10 ml to run over 1 hour finished 2 minutes early in second 10 ml to infuse over 1 hour completed 8 minutes longer than 1 hour. No patient injury.